Manufacturer narrative:
The product has been requested to be returned but has not been received. Note: the instructions for use state: check that the lock "clicks" shut. If a lock is not completely closed, it can pop open. Before leaving the pt's side, test the lock by trying to open it without the key. (B)(4).

Event description:
The customer reported that the locking buckle on the wrist does not 'click' shut. The customer was conducting a training with the staff and this was the first time the belt was put in use. There was no pt or staff incident or injury.